Manufacturer narrative:
A patient experiencing lead migration and high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-07680. It was reported that the patient was experiencing ineffective relief from their scs system as well as high impedance on multiple lead contacts. It was noted that the patient reported having a few falls previously and was feeling stimulation in their stomach area. The patient's system was assessed, and it was determined via x-ray imaging that the patient's leads twisted and migrated down. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experienced lead migration and high impedance was reported to abbott. X-ray imaging confirmed the patient's leads had twisted and migrated. As a result, the patient's scs leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.